Event description:
It was reported that the tubing of a minicap extended life pd transfer set separated; further described as "the tubing of the transfer set was tugged and came out of the working portion of the transfer set completely". As a result, the patient clamped the tubing and went into the clinic where the transfer set was replaced and a preventative antibiotic was given to the patient. This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Age at time of event: 72 (units not provided). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.